Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Concomitant products: (right) 375cc mentor memorygel breast implant, catalog: 3505375bc, lot: 6799125 sn: (B)(4). Manufacturer¿s reference number: (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption # e2007003.

Event description:
It was reported that a (B)(6) year old hispanic female patient who underwent primary breast augmentation with two 375cc mentor memorygel breast implants, suffered left side capsular contracture; baker grade iii, post-operatively. As a result, the patient underwent unilateral removal and replacement with a 375cc mentor memorygel breast implant on (B)(6) 2019. It was also noted that during explantation, the implant was ruptured in the process and could not be sterilized and returned. This report contains supplemental information for mentor psr reference number (B)(4).